Manufacturer narrative:
Device description reported as an unknown tibial insert. The following other devices were also listed in this report: femoral component; cat# unknown; lot# unknown. Femoral stem; cat# unknown; lot# unknown. 1 posterior femoral augment; cat# unknown; lot# unknown. 2 distal augments; cat# unknown; lot# unknown. Tibial baseplate; cat# unknown; lot# unknown. Tibial offet stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's right ts knee due to infection. Surgeon implanted antibiotic spacers to clear infection.

Manufacturer narrative:
An event regarding infection involving an unknown tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: all records were reviewed by a clinician who indicated, "there is no evidence the periprosthetic infection was related to factors of faulty component design, manufacturing or materials." Device history review: not performed as no lot ID was provided for review. Complaint history review: not performed as no lot ID was provided for review. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. Additional records such as x-rays, examination of the explanted components, primary total knee operative report or list of primary components available are vital to determine the root cause of the reported event. There is no evidence the periprosthetic infection was related to factors of faulty component design, manufacturing or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right ts knee due to infection. Surgeon implanted antibiotic spacers to clear infection.